Event description:
This customer observed false positive vitros anti-hav igm results on one of three samples drawn from a single patient tested on a vitros eci immunodiagnostic system. False positive results may lead to inappropriate physician action. The false positive result was not reported by the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a reproducible false positive vitros anti-hav igm result occurred on one out of three samples from the same patient. Heterophilic or non-specific antibody interference has been ruled out as the two other samples from the patient produced negative results as expected. The root cause of the event is unknown.